Event description:
The complainant reported that an impella cp pump was implanted. During support, the pump intermittently triggered 'impella in aorta' alarms. Echocardiographic imaging confirmed correct pump positioning, and support continued uninterrupted. There was no patient harm, and the pump continued to provide circulatory support.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. Data logs were reviewed and the alarms were confirmed. Product was not returned for investigation. Since limited clinical details were provided that would suggest a source of optical signal noise, data logs did not reveal a definitive cause, and product was not returned for evaluation, the root cause of the optical signal issue could not be determined.